Manufacturer narrative:
It was reported that in-growth occurred 6 months after stent placement, with the patient having vomit. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Duodenum structure where stent was implanted is curvy. It is possible that the stent could be pressed and stent in-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "in-growth of dxdt2208 placed 6 months ago ((B)(6)2022) was found, with the patient having vomit", it is assumed the in-growth occurred due to patient's lesion condition, peristalsis, foreign substances and other factors complexly as the stent was pressed. The suspected device is an uncovered stent, therefore it is normal for in-growth to occur. It is assumed this caused the patient to vomit and an additional stent was placed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor in-growth". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
In-growth of dxdt2208 placed 6 months ago ((B)(6)2022) was found, with the patient having vomit and not having chemotherapy, so the physician placed an additional stent.